Manufacturer narrative:
The cause of the discordant elevated tni result is user error. Siemens headquarters support center (hsc) has reviewed the information provided.. The customer processed the sample and received a value below the low end of the analytic measurement range which was flagged with an assay range flag. The sample was lipemic so the customer diluted the sample 1:6 with water and recovered a discordant elevated troponin I result the result was questioned by the physician and the sample was treated with lipoclear to clear lipemia in the sample. The lab considered the original elevated results to be erroneous. It was stated that siemens recommendations were not followed as the exl troponin IFU states that samples should be diluted with ctni sample diluent. Water is not an acceptable diluent for this method. The IFU also states the dilution should be made at 1:5 and not 1:6. The root cause of the issue is that recommendations in the IFU were not followed. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated cardiac troponin (tni) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician who questioned the result. The same sample was repeated after sample pretreatment and a lower result was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences as a result of the discordant elevated tni result.